Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was based upon a lot number from sales history data. A device history record review was performed on the epidural catheter and epidural needle with no relevant findings. A design history review was performed as a part of this complaint investigation. There have been no design changes for kit ak-05502 during the last two years that could have led to this complaint. Also, no material changes for part kz-05400-017 or kz-05500-007 during the last two years that could have led to this complaint. A corrective action is not required at this time as a potential cause of the catheter being difficult to thread into the epidural needle could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the catheter and needle with no evidence to suggest a manufacturing related cause. Other remarks: in addition, a review of change history showed no material changes over the past two years that could have led to this complaint. Therefore, the potential cause of the epidural catheter being difficult to thread into the epidural needle could not be determined based upon the information provided and without a sample.

Event description:
There was difficulty in threading or feeding the catheter. The catheter was re-inserted. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
There was difficulty in threading or feeding the catheter. The catheter was re-inserted. The patient's condition was reported as unknown.